Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml) and clonidine (100 mcg/ml) at an unknown dose via an implantable infusion pump. It was reported that the patient was admitted to the hospital for overdose and the pump was set to minimum rate. It was noted that the catheter was unable to be aspirated and was replaced. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the catheter was discarded and would not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml) and clonidine (100 mcg/ml) at an unknown dose via an implantable infusion pump. It was reported that the patient was admitted to the hospital for overdose and the pump was set to minimum rate. Per the hcp it was later noted that patient had other drugs in her system not related to the pump. It was noted that the catheter was unable to be aspirated and was replaced. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the catheter was discarded and would not be returned for analysis. No further complications have been reported as a result of this event.